Event description:
Revision revealed breakage of the tibial baseplate.

Manufacturer narrative:
Summary of eval: the tibial baseplate cannot be evaluated for the reported breakage as it has not been returned to co. Attempts to obtain the device have been unsuccessful. A review of the device history record for this component found that no discrepancies were reported during manufacture.